Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a bad battery during bench test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found it in good condition, no signs of damage. There was no evidence of the error found in the event history log (not applicable). The customer reported problem was verified/duplicated during start up. Battery was found not working. The battery capacity was n/a (not applicable), and all values were zero. Battery was found inoperable due to normal wear (2 years old). It was recommended that the battery be scrapped. The root cause of the reported problem was due to normal wear consistent with use. The DHR (device history review) was not performed due to device not being returned. The returned battery was 2 yrs old and it was scrapped.